Event description:
It was reported that, while the patient was on the device, the device began to tip, and weight had to be applied to the foot end to stabilize the device. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that, while the patient was on the device, the device began to tip, and weight had to be applied to the foot end to stabilize the device. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Based on the available information, it was determined that the alleged tip of the device was likely not due to any component level defect, as he patients¿ weight was primarily on the head end of the eye cart. Staff was able to safely perform the patient procedure with counterweight applied to the end of bed. It was identified in the labeling review that there is a warning that "patients should be discouraged from sitting directly on the ends of the stretcher. Excessive weight could cause the litter surface to tip up, possibly causing patient injury." However, additional information regarding the event was not provided and the product was not made available for further evaluation. The issue was resolved for the customer by documenting the complaint. This investigation will be reopened if new information is made available at a later date.